Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged no delivery/occlusion alarm during priming and prime/fill anomaly found on (B)(6) 2022. The insulin pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. The test p-cap locks properly into the reservoir compartment. No unexpected no delivery alarms were encountered during testing. No unexpected prime/fill alerts alarms or anomalies noted during testing. No unexpected alarms, alerts, or anomalies were found in the insulin pump memory on event date of (B)(6) 2022. Insulin pump's history and trace files downloaded successfully using thump software. No delivery alarm was found in history files and traces on event date of (B)(6) 2022 at 9:35 am during priming. Insulin pump was cut open to perform visual inspection and found physical damage on the electronic assembly. Motor was tested outside the insulin pump and passed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. No delivery alarm was not confirmed during testing. Prime/fill anomaly was not confirmed. Physical damage to components was confirmed on pcba 1, c11 component is cracked. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alert during fill tubing. Customer stated insulin exited tubing. No harm requiring medical intervention was reported. The customer had discontinue to use the device.